Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed high right ventricular (rv) lead pacing impedance, which was further confirmed in clinic upon interrogation. Nothing was performed. Patient did not have any consequences.

Event description:
New information received notes that the patient's right ventricular lead was explanted and replaced. There were no patient consequences.